Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected field: d7a - single use device. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn tissue pad. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic distal gastrectomy procedure, the tip of the thunderbeat device was broken. The intended procedure was completed with an olympus backup device. The patient was under sedation. There was no report of patient harm associated with this event.